Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose level was above 415 mg/dl. Customer experienced symptoms such as went for a bone issue and was asked to stay because her blood glucose was high. It was unknown that auto mode used or not. Customer stated that she did not want to troubleshoot. The customer was treated with novalog. The insulin pump will not be returned for analysis.